Event description:
It was reported that the event occurred while in the angio department, when the catheter broke (snapped) while the operation was in progress. As a result, medical/surgical intervention was needed. The medical doctor made an incision and removed the entire catheter successfully. The device was not replaced. There was a 20 minute delay or interruption in therapy with no harm to the patient noted. No report of patient death or injury. The patient outcome is no harmful outcome to the patient with no complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.